Event description:
The delivery wire of the presidio 10 cerecyte microcoil 5 mm x 17 cm (pc410051730/c16541) was separated into two or more pieces while the physician was trying to re-zip the coil. There was no delay as a result of the event. The coil was not able to be re-zipped. There were damages noted on the coil after the procedure.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Cc & eval codes updated based on product return. The delivery wire of the presidio 10 cerecyte microcoil 5 mm x 17 cm (pc410051730/c16541) was separated into two or more pieces while the physician was trying to re-zip the coil. The coil was not able to be re-zipped. There was unspecified damage noted on the coil after the procedure. There was no reported procedural delay or adverse event for the patient. The coil was returned detached, stretched, and knotted. The device positioning unit (dpu) and the introducer sheath with the attached resheathing tool were not returned, only the coil was returned. Without the return of the dpu and the introducer sheath with the attached resheathing tool, no conclusion can be made regarding the reported separation of the delivery wire/dpu. Additionally it cannot be determined how the coils unintended detachment, damage, and resheathing difficulty occurred. However, if the coil was being resheathed in a manner different than the one outlined by the IFU, this may have been a contributing factor. For optimum product performance and to prevent potential complications, the IFU outlines ¿when necessary, the microcoil system can be reloaded into the introducer sheath using the re sheathing tool. Loosen the rhv. Using the fluoroscopic guidance, retract the microcoil from the aneurysm back into the microcatheter. Locate the introducer tip. Grasp the introducer tip with your left hand and the resheathing tool with your right hand. Pull with your right hand while holding on the resheathing tool towards the connector. This will start the resheathing of the coil and the dpu pusher wire. When the resheathing tool reaches the end of the introducer sheath, replace the introducer tip back inside the rhv. Tighten the rhv. With your right hand, grasp the connector and continue to pull the dpu wire out of the sheath until coil is completely inside the distal end of the introducer tip. Loosen the rhv and remove the introducer.¿ this is further outlined diagrammatically. In addition, without the return of the dpu and the introducer sheath with the attached resheathing tool used in the procedure, it cannot be determined if these components contributed to the complaint event. Based on the available information and receipt of only the coil without the delivery system, no root cause conclusion can be made regarding the reported delivery wire separation or the condition of the returned coil. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The delivery wire of the presidio 10 cerecyte microcoil 5 mm x 17 cm (pc410051730/c16541) was separated into two or more pieces while the physician was trying to re-zip the coil. The coil was not able to be re-zipped. There was unspecified damage noted on the coil after the procedure. There was no reported procedural delay or adverse event for the patient. None of the devices or accessories used in the procedure were returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Without the return of the device the complaint cannot be confirmed and the root cause cannot be established. Therefore, no corrective action is warranted at this time.